Manufacturer narrative:
The referenced ischemic cerebrovascular accident and hemorrhagic stroke were reported under medwatch MFR report #s 2916596-2014-00870 and 2916596-2014-01308 respectively. (B)(4). Approximate age of device: 2 years and 8 months. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause of death was reported as cerebrovascular accident (cva). No further information was provided.

Manufacturer narrative:
A direct correlation between the patient¿s outcome and the device could not be determined as the device was not returned for evaluation. The instructions for use lists sepsis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on 06/27/2016 from the hospital personnel stating that the patient was presented on (B)(6) 2016 with fever, sepsis, and altered mental status. According to the information, the patient was unable to speak or walk upon presentation to the emergency department. During admission the patient had multiple low flow alarms and was unable to obtain a return to the normal estimated pump flow level. The patient appeared unable to appropriately protect his airway, was subsequently intubated, and underwent bronchoscopy with removal of the mucous plug. The patient required epinephrine for return of his blood pressure and was treated for his severe hypotension. The patient was brought to the cvicu for further treatment. In the ICU, the patient had pupillary changes prompting a head computed tomography (CT) scan. Impression of the CT scan on (B)(6) 2016 found no acute findings, no evidence for hemorrhage or abnormal extracerebral fluid collections, no significant change since (B)(6) 2016, and no areas of hemorrhage. Impression of the CT scan on (B)(6) 2016 were consistent with diffuse cerebral edema possibly related to anoxic brain injury. Upon further discussion, the patient¿s family decided to withdraw care. It was noted that the patient was not on coumadin secondary to the patient¿s history of gastrointestinal bleeding. It was also noted that the patient had an unreported history of cerebrovascular accident at an unspecified date in (B)(6) 2016. The patient¿s pump was not explanted.